Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that "the can to rv coil egm shows some noise during an episode.tip-ring egm is clean and no oversensing. Could not reproduce anything in office with isometrics or body movements. Impedances are steady and in range". No patient complications have been reported as a result of this event.